Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the surgeon was performing a right lower extremity angiogram with intervention. Access was in the left common femoral artery with a 7fr x 45cm destination sheath. After the procedure was complete, the surgeon attempted to retract the sheath and encountered resistance. He felt that the sheath was stretching out and was not coming out of the patient. The surgeon decided to perform a cut-down of the common femoral artery (cfa)to remove the sheath. The estimated blood loss was less than 250cc. The procedure type was a lower extremity angiogram with intervention. Additional information was received on 26jun2025: the physician stated that he did not believe there was any issue with the sheath itself, during the cut-down he found that the groin was very scarred and believed it was the scar tissue that was resisting the sheath from being removed. The patient was doing well.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample is not available for evaluation. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of the device history review (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).